Manufacturer narrative:
(B)(4).

Event description:
Procedure: pelvic. According to the reporter: on (B)(4) 2013, covidien received a claim from the lawyer firm (B)(6). The claim states that on (B)(6) 2006 a patient had a synthetic mesh for pelvic floor repair at the (B)(6). Immediately after the operation, the patient experienced numerous serious symptoms, not described in detail.